Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was indicated that stent deformation in vivo during positioning occurred with no detachment. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image analysis: a photograph of a stent and resolute onyx inner pouch. Deformation is visible to distal stent struts. The device size is visible on the inner pouch, the device size on the inner pouch corresponds with the reported size. Correction: PMA/510k #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug-eluting stent was used to treat a moderately tortuous lesion exhibiting 90% stenosis located in the mid left anterior descending (lad) artery. The device was not inspected. There was no damage to packaging. Negative prep was not performed. There were no abnormalities in relation to anatomy. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used during delivery. It was reported that when the stent was crossing the lesion the platform broke. The patient was reported to be alive with no injury.